Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they received a motor error alarm and an internal crack in the insulin pump. The customer also reported that there were a lot of air bubbles in the tubing. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that the insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.